Event description:
Device was implanted in a joint that was status-post fusion. A dislocation that probably occurred during therapy session could not be resolved under either local block or general anesthesia. Device was removed and the joint was re-fused.